Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-07690 pertains to the other device.it was reported to boston scientific corporation that an obtryx halo single system device was implanted (B)(6), 2010.according to the complainant, the patient experienced pain due to mesh erosion and incurred additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.